Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the console was serviced in the field. Visual inspection found that the top lid, pump cover, (B)(4), and drip pan were broken or missing. The visual damages observed are unrelated to the reported complaint. The review of the patient data and event log showed five tcmid:02 (ce danfoss error) on (B)(6) 2016 and twelve tcmid: 02 error messages on the reported date of (B)(6) 2016, thus confirming the reported complaint. The console was functionally and electrically tested and no issues were observed. In summary, the reported complaint of thermogard displaying tcmid:02 error message was confirmed during event log review. There were no device deficiencies found during evaluation of the console that could have caused or contributed to the reported complaint. The console passed all functionally and electrically testing. Therefore, the exact root cause could not be determined.

Manufacturer narrative:
The zoll console in complaint has not yet been returned for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the thermogard xp ivtm system (s/n (B)(4)) displayed tcm ID 02 (cooling engine error). The user restarted the system and they were able to continue treatment for a short time. However the error displayed again. No patient sequelae reported. No additional information provided.